Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed to use an alternate backup therapy, specifically multiple daily injections (mdi), to ensure insulin delivery was not interrupted. They were also advised to put the pump into storage mode before returning it to tandem using a pre-paid label. A replacement pump was provided and the customer understood and acknowledged these instructions.